Manufacturer narrative:
The field service engineer (fse) reported that the customer had fried the data acquisition (da) board by incorrectly placing ribbon cable. The customer was receiving the 1007 error code, due to da-mc ribbon cable. The fse stated that the da board showed burn marks on it, and that the device unable to be put in service. The fse replaced the data acquisition pcba, and da to mc pcba cable to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator was smoking after replacing the data acquisition board, and motor controller cable. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed reported that after replacing the data acquisition board to the motor controller cable, the data acquisition board started to smoke. Onsite service was requested.

Manufacturer narrative:
The suspected data acquisition board was returned to philips for evaluation. The product investigation lab (pil) technician could observe signs of thermal damage at u19, u23, u24, u27 and u31 chips on suspect data acquisition printed circuit assembly (pca) during the visual inspection. The pil technician could conclude that suspect data acquisition pca is thermally damaged due to high voltage/high current conditions. Due to the thermal damage, no further investigation could be carried out.